Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was experiencing low blood glucose. A phone call was conducted in order to follow up on a previous call that the customer made for low blood glucose and found that the paramedics were called due to his low blood glucose below 20mg/dl. The customer was treated and he refused to be taken to the emergency room. No further information was provided.